Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and unexpected battery power loss noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and the insulin pump was not working. The patient¿s blood glucose was 136 mg/dl at then time of the incident. The customer stated that the display was blank currently. The insulin pump did not start after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.